Event description:
It was reported by repair work order that the bed exit was not functioning properly as the scale was not zeroed prior to use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.